Event description:
Approximately one day later, a revision procedure was performed due to a suspected competitor lead issue as the device and lead revealed a rise in shock impedances greater than 200 ohms. The decision was made to abandoned the defibrillation portion of this lead and a new defibrillation lead was implanted. All measurements are now stable. The device remains implanted.

Manufacturer narrative:
The abandoned competitor lead and device will not be returned to boston scientific therefore, the clinical observation could not be confirmed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
At this time, the device and competitor lead remain in service. A final report will be sent after information is received of the revision procedure. If the product is returned to boston scientific laboratory analysis will be performed to confirm and determine the root cause of this event.

Event description:
Boston scientific received information that during a routine follow-up visit, this implantable cardioverter defibrillator (ICD) revealed a rise in shock impedance greater than 200 ohms. At this time the device is connected to a competitor lead. The decision was made to admit the patient to the hospital to wait for a revision procedure in the near future. No adverse patient effects were reported. The device remains in service at this time.